Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation with their cervical scs system. Reportedly, diagnostic testing revealed high impedances on multiple contacts. Reprogramming was unable to resolve the issue. As a result, a surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken wherein the lead was explanted and replaced with a new model which resolved the issue.